Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the site, and noticed that the iabp was left in the biomed shop with a note "not injecting", which the fse did not know what that meant. The iabp unit was evaluated; and upon system boot up, the iabp alarmed "power up fault code # 3". The logs revealed "vacuum reservoir failed to reach minimum vacuum, -150 mmhg". The fse was unable to calibrate drive regulators. There was no vacuum, and the compressor would not power on. The fse replaced the scroll compressor, and again still was getting no vacuum. The fse cleaned a reseated the scroll compressor connectors to j12/j21 to the backplane board. The fse installed a 2nd compressor to rule out an out of box failure. Still there was no vacuum. The fse then replaced the motor control board which resolved the issue. The iabp was able to pass the drive regulator calibrations and scroll compressor performance testing. A preventive maintenance (pm) was performed with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not injecting. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.